Event description:
The male adapters came loose from the patient's peripheral venous accesses. These events have reportedly occurred "infrequently" for the last 1 to 2 years. The customer reported that when the extension sets were connected to the catheters at the IV access sites, the extension sets would disconnect from the catheters. The male luers of the extension sets reportedly would not seat securely into the IV access catheters. It was reported that there was no bleed back or blood loss. Changing the extension sets or securing the sites with tape resolved the situations. The customer reported that there were no reported adverse patient effects. Though requested, no further information was available.